Manufacturer narrative:
The returned lumbar catheter was patent. However it did not meet the requirements for leak testing due to a tear observed at the beginning of the catheter and approximately 3 cm from the proximal end. It is unknown how or when the damage occurred. The catheter also met all of the requirements for the tensile strength and ultimate elongation tests. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ there was proteinaceous debris observed within the interior and exterior of the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lumbar catheter was inserted on (B)(6) 2017 as part of a 48-hour normal pressure hydrocephalus drain trial. There were no complications on insertion. It was stated there was increased movement by the patient whilst in situ. On (B)(6), cerebrospinal fluid leakage was noted on the bedding. Upon closer inspection, the catheter was found to have split just below the connection site to the drain tubing as well as another ¿a little further up.¿ the cause of the damage was unknown and the catheter was removed. There was no injury to the patient.